Event description:
It was reported that post-paced t-wave oversensing was observed. Programming changes were made. A month later during follow-up, post-paced t-wave oversensing on the ventricular channel was observed again. Patient was asymptomatic. Programming changes will be made at next scheduled follow-up.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.